Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 67 mg/dl, 256 mg/dl, and 258 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer reported drinking a large amount of orange juice based on readings obtained, and then reported experiencing blurred vision, and "smelling ketones on their breath". However, there was no report of death or serious injury associated with this event.